Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The reported failure was able to be reproduced. Based on the evaluation, a tear was observed on the inlet tube near the connection point between the inlet tube and the urine meter. The damage appears consistent with exposure to significant external force or contact with a sharp object. However, the exact cause of how and when the problem occurred could not be determined. A potential root cause for this failure mode could be due to defective / torn / broken components or cracks, tears, splits in tube or user handling (rough handling/exposed sharp object). The labeling and instructions for use were found to be adequate. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Corrections: d, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when placed on the floor, urine leaked out onto the floor, and upon inspection, the tube of the drain bag was found to be cut. Per follow up information received via ibc on 22oct2025, stated that it was unknown whether the drain bag tube got cut or the catheter tube.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when placed on the floor, urine leaked out onto the floor, and upon inspection, the tube of the drain bag was found to be cut.